Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had been experiencing ongoing high blood glucose (bg) levels (275-289 mg/dl). The infusion set site was changed a few times and the cartridge was changed. A bolus was delivered via the pump to address the high bg levels. The contact was not sure what was causing the high bg. A healthcare provider changed the basal rate pump setting on (B)(6) 2017 in an attempt to lower the bg; however, the bg elevated the next day. On (B)(6) 2017, tandem technical customer support (cts) had the contact perform a pump system check and no device issues were identified. As the contact thought the high bg was related to a pump issue, cts reviewed the pump data logs for (B)(6) 2017. No device issues were identified in the log data. On (B)(6) 2017, the contact reported that the current infusion set site was working properly and there have been no issues. The contact was to continue to use the same type of infusion set.